Event description:
A report was received from a boston scientific sales rep stating "ablating for 20 minutes in and around the same exact spot within the heart. When applying the rf energy during the ablation, the distal catheter tip became stuck to the wall of the heart. Called a stat ultrasound to view the catheter tip of the wall in the heart prior to pulling catheter out. Had another cardiologist involved. Viewed under ultrasound during removal. Removed catheter without incident. Completed case without incident and pt is fine".

Manufacturer narrative:
We were unable to perform a product analysis as no device was received. Blazer ii xp direction for use was reviewed. "Unlike with conventional catheters, a sudden rise in system impedance is not an indication of coagulum formation. Therefore, to minimize coagulum, it is recommended that the catheter periodically be removed and the distal tip cleaned after each line of block." Additionally "use lower power first when first delivering rf energy, begin by using a low power setting. If the created lesion is unsuccessful or inadequate, incrementally increase the power output with successive ablation attempts to minimize the potential for thrombus formation and/or inadvertent damage to cardiac tissues". It is possible that char may have formed on the tip as a result of successive ablation attempts without cleaning the tip or allowing the tip to cool between delivery of the rf energy. Also per r&d, the catheter may have had coagulum or char build up between the tip and the tissue causing the tip to adhere to the heart wall particularly if ablating in the same location for an extended period of 20 minutes. There is no indication of a device malfunction as the same catheter was used to successfully complete the ablation procedure with no pt injury or complications. Since the batch number is unk, the mfg records of the last 3 batches shipped to the customer within 6 months prior to the event date were reviewed. A 15 month complaint review for the product family found no negative trend.